Event description:
A malfunction alarm was reported by the customer, identified by the display of malfunction code malf 0 on their device. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided assistance for resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if any issues arise again. No further issues were reported.